Manufacturer narrative:
The customer stated that backrest section was going down by itself repeatedly. There was no indication of the patient involvement. No injury was claimed. The review of previous complaints revealed that if no device failure is detected, the bed's movement may be caused by the unintentional activation of the buttons on the control panel. This hypothesis could not be confirmed due to its nature. The instruction for use (IFU) for citadel bed (830.213-en) contains information that the caregiver should check that the patient controls, caregiver controls and attendant control panels operate corectly weekly. Also IFU includes information about function of lock-outs: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed.". The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The device was not used for the patient treatment when the issue occurred. The complaint was assessed as reportable due to the allegation that the bed was moving without any commands being given. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the final report.

Event description:
The customer stated that backrest section was going down by itself repeatedly. There was no indication of the patient involvement. No injury was claimed. The service center did not find any issue with the bed.